Event description:
While prepping the stent delivery system (sds), it was noticed that the genesis stent was partially dislodged. The intended target lesion was left renal artery. There was no damage noted to the packaging prior to opening. The protective tubing was covering the stent when taken from the package. The stent was on the balloon when the product was taken from the package and prepped. There was no mishandling of the product. There was no positive or negative pressure applied to the balloon during prep. The product was not used in the pt. The target lesion was successfully treated with another device. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.